Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a skin irritation which was raw under the garment under the electrode on the left side. The patient had previously been given a smaller garment size because the patient had lost weight. The patient was sent larger replacement garments after development the irritation. Follow up indicated that the patient saw his physician who indicated the area 'looked good' and placed a bandage over the area away from the electrode.